Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head did not work at the beginning of an unknown procedure. The procedure was completed with a similar device, with no delay. There were no reports of patient harm.

Event description:
It was reported that the camera head did not work at the beginning of an unknown procedure. The procedure was completed with a similar device, with no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad damage/cracked cable unit connector, fail water leak test from connector and smashed connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent image was found due to bad damage/cracked cable unit connector. The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.